Event description:
It was reported that during use, the foley catheter balloon was inserted in the operating room and removed 2 to 3 days later when the water in the balloon had disappeared. The location of the leak was unknown. Per additional information via email from ibc on 19apr2024, stated that the pinhole or damage in the catheter was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, the foley catheter balloon was inserted in the operating room and removed 2 to 3 days later when the water in the balloon had disappeared. The location of the leak was unknown. Per additional information via email from ibc on 19apr2024, stated that the pinhole or damage in the catheter was unknown.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Three photos were received for evaluation. The first photo showcases the three-way catheter. The second photo zooms into the deflated balloon. The last photo shows the catheter cap with the printed lot number. It was also received 1 all-silicone temp sensing foley catheter with sample port connector. The balloon was inflated with 10ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) and the catheter rested with no leaks. The balloon concentricity was within specification. The balloon passively deflated under two minutes with no issues or cuffing. The reported event is unconfirmed a DHR review is not required. The reported event is unconfirmed a labeling review is not required. "UDI format updated with available product information per gudid as requested." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.